Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while attempting to reposition the implantable cardiac monitor (icm) during the implant procedure, the icm would not fit securely into the implant tool and fell to the floor. An alternative icm was implanted. No patient complications have been reported as a result of this event.